Event description:
It was reported that two years after a lap gastric band procedure, the device cracked. The band was explanted from the patient and a new one was implanted.

Manufacturer narrative:
Date sent: 02/19/2008. Information anticipated, but unavailable at this time.